Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements resulting in a lead safety switch. This patient is pacing dependent. Oversensing, noise and pacing inhibition were also noted. (B)(6) technical services (ts) was consulted and further testing was recommended to assess the integrity of this lead. The patient was admitted because of pacing needs and the physician requested to evaluate this system. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).